Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the electrodes. The patient reported the garment was too tight and digging into his skin, leaving indentation marks. The patient also advised he was having back spasms and also reported the monitor pushed into his rib and caused a red mark. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient used (B)(6) cream on the area. The patient's cardiologist advised the patient can remove the device to take a break. Follow up indicated the irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the electrodes. The patient reported the garment was too tight and digging into his skin, leaving indentation marks. The patient also advised he was having back spasms and also reported the monitor pushed into his rib and caused a red mark. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient used aveeno cream on the area. The patient's cardiologist advised the patient can remove the device to take a break. Follow up indicated the irritation improved. Supplemental report 9/9/2021: submitting report to correct section g4.